Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment and battery cap were cracked, the yellow o-ring of the battery cap was visible, the battery cap was unable to tighten to the pump, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the black box contained multiple unexplained power on reset event records. On examination, the battery compartment was confirmed to be cracked. The alleged damaged battery cap was not returned with the pump for the investigation. A test cap fit to the pump properly. With the test cap in place, the pump powered on and ez-prime steps were successfully completed. The pump was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation confirmed the alleged damage but did not duplicate the alleged intermittent power issue. Unrelated to the original complaint, the display screen was noted to be dim/discolored. Method codes: (B)(4).